Manufacturer narrative:
2320643-2018-00006 is associated with argus case (B)(4), breathe right nasal strips.

Event description:
Piece of hard plastics from the strip penetrating right eye [(ye penetration). Right eye sustained an abrasion to the cornea (corneal abrasion). Case description: this case was reported by a lawyer and described the occurrence of eye penetration in a male patient who received breathe right nasal strips nasal strip for product used for unknown indication. Concomitant products included no therapy. On an unknown date, the patient started breathe right nasal strips. On an unknown date, an unknown time after starting breathe right nasal strips, the patient experienced eye penetration (serious criteria gsk medically significant) and corneal abrasion. The action taken with breathe right nasal strips was unknown. On an unknown date, the outcome of the eye penetration and corneal abrasion were unknown. It was unknown if the reporter considered the eye penetration and corneal abrasion to be related to breathe right nasal strips. Additional information: on and about (B)(6) 2018, the patient was using the breath right strip product properly and according to the instruction. Applying the strip on his nose are the patient was awoken by piece of hard plastics from the strip penetrating right eye. The patient right eye sustained an abrasion to the cornea which required surgery and not properly healed requiring extensive treatment.

Event description:
Piece of hard plastics from the strip penetrating right eye [eye penetration]. Right eye sustained an abrasion to the cornea [corneal abrasion]. Injury to right eye [eye injury]. Case description: this case was reported by a lawyer and described the occurrence of eye penetration in a male patient who received breathe right nasal strips nasal strip for product used for unknown indication. Concomitant products included no therapy. On an unknown date, the patient started breathe right nasal strips. On an unknown date, an unknown time after starting breathe right nasal strips, the patient experienced eye penetration (serious criteria gsk medically significant) and corneal abrasion. The action taken with breathe right nasal strips was unknown. On an unknown date, the outcome of the eye penetration and corneal abrasion were unknown. It was unknown if the reporter considered the eye penetration and corneal abrasion to be related to breathe right nasal strips. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: on and about (B)(6) 2018, the patient was using the breath right strip product properly and according to the instruction. Applying the strip on his nose are the patient was awoken by piece of hard plastics from the strip penetrating right eye. The patient right eye sustained an abrasion to the cornea which required surgery and not properly healed requiring extensive treatment. The follow up information was received on 13 february 2019 via medical records. As per medical records, the patient had injury to right eye.

Manufacturer narrative:
2320643-2018-00006 is associated with argus case (B)(4), breathe right nasal strips.